Event description:
It was reported that the patient went to their doctor and was diagnosed with erythema multiform. For treatment, the patient was given benadryl and a cream. The pod was worn between 4 and 24 hours on the abdomen. The patient was discharged on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.